Event description:
The patient was seen for a follow-up stating that she had been "feeling different for the last two weeks." Interro- gation revealed back-up operation or "invalid parameters". Measured data was 2.73v, 7ua, <1 kohms, and a pacing rate of 70.4 ppm. The device would not program to 60 ppm and the sensor could not be changed to on or passive. Dashes were noted for parameters with loss of sensing. The patient was pacemaker dependent with an underlying rhythm of 42 ppm.